Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30may2019 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference #: na. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8100 bd unit serial # (B)(4). Case resolution: tech get error code 211.2000 on 8100 bd unit, which is the logic board on unit get an unspecified communication error occurs needs to replace logic board on unit. Tech thank me for my assist. Ref: (B)(4).